Event description:
It was reported that, under-sensing was noted on the device. Technical support was contacted and recommended reprogramming. Reprogramming was performed, but the under-sensing persisted. Technical support was contacted for additional programming recommendations. The additional programming was performed. The patient was stable and will continue to be monitored.